Event description:
It was reported that the video system center had error code e116. The issue was found during set up the device for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in dual in-line memory module, failure in motherboard and error code e117 was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in dual in-line memory module, error code e116 was displayed. Additionally, error code e117 was displayed due to a failure in motherboard. Olympus will continue to monitor field performance for this device.